Event description:
Event description guidant received information that this pacemaker, which was included in the bounded population of a recent field advisory for the hermetic seal, could not be interrogated, and exhibited no pacing. The patient was admitted to the hospital with a stable bradycardia. The device was removed, replaced and is being returned for analysis. This lead also had unstable impedance and threshold measurements.